Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that there was an impedance issue. Impedances were checked and several errors occurred. A ??? Error was seen. It was noted that all electrodes were an issue except the case +. This occurred during the procedure. The lead was cleaned and tried 5 additional times without success. Battery was replaced with another one and it worked fine. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) found no anomalies. The returned ins was connected to a known good lead. The ins and electrodes of the lead were placed in 0.9% saline solution. Impedances were measure with a clinician programmer. There was good impedance on every electrode pair. The PMA/510(k) # was previously reported as p840001. Additional review indicates the correct PMA/510(k) # is p970004.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.